Manufacturer narrative:
(B)(4). Date of initial report : 01/06/2016. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaw was hard to open during the first attempt. There was no injury.

Manufacturer narrative:
Covidien reference # : (B)(4). One used lf1537 was received for evaluation. Visual inspection of the returned device confirmed that it was jammed closed and could not be opened. Further examination found this to be due to a broken ski guide within the handle, causing it to catch and lock. However, the investigation could not reliably determine the cause of the damage or when it likely occurred. A review of the device history records for this lot found no potentially contributing entries, and no trend is associated with this issue.